Manufacturer narrative:
The returned screw was evaluated. There were no indications of damage and the screw was found to function as expected during a functional evaluation with a mating sleeve. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00491.

Event description:
It was reported that a pedicle screw would not connect properly with a sleeve during surgery. After multiple attempts, an alternative screw and sleeve were used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.